Event description:
The us hospital had an aic (automated impella controller) that failed to purge. This was noted by the biomed department. There was no noted patient use at the time. No harm or injury noted. The investigation into the aic determined the purge disc/flag to be the issue.

Manufacturer narrative:
The impella device was received from the customer on (B)(6) 2023. Data analysis imc logs revealed that the aic (automated impella controller) repeatedly issued a purge disc not detected alarm (event set #402) after the purge cassette was inserted on multiple occasions. During operation, the purge disc is inserted along with the purge cassette. The console¿s reporting that the purge disc was not detected indicated an issue with the purge disc detection flag. See attachment ¿ic1079_imc.png¿ for more information. Device analysis console ic1079 was tested after arriving in fs. The purge disc flag was confirmed to be broken. See attachment ¿ic1079_broken_flag.png¿. Before returning this console back to the customer, fs was instructed to replace the purge pressure sensor/retainer ((B)(6) or 5500-0222), validate sensor accuracy via section 12 of the pm procedure (0042-7309), and perform a full functional check on the console and optical system (0042-7316).